Event description:
It was reported that an interlink continu-flo solution set tubing split open during flushing of the line. The split was further described as being located above the first port (distal end). The flush was done with a manual syringe. There was a clamp placed on the tube at the location where the tubing split. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). This occurred after an intravenous contrast injection using a power injector (non-baxter product) set at 1 to 5 cc/second. The cause of the slit was determined to be inappropriate use of a power injector with the set. A labeling review was conducted, and this product was determined to be unapproved for use with power injectors. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. A visual inspection by the naked eye verified the tubing had been crimped / closed off at the luer activated valve closest to the male luer adapter. Near the crimp, the tubing had expanded and had a slit in it approximately one half inch long. The reported problem was verified. Should additional relevant information become available, a follow-up MDR will be submitted.